Event description:
It was reported that "pump shut off on patient" patient's condition at the time of this report was reported as "unknown". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The reported complaint of pump shut off during use is not able to be confirmed. No part was returned to teleflex chelmsford for inve stigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pump shut off on patient" patient's condition at the time of this report was reported as "unknown". At the time of this report, the customer has not returned our requests for additional information.